Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump was received with blank display due to moisture damage electronic assembly. Motor had moisture damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin had moisture damage and blank display. The customer's blood glucose reading was unknown. Father stated the insulin pump was exposed to water. He stated the display was blank after moisture exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.